Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked during use. The set had been in use for five days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap attached. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection, a chip was found to the thread of the female connector and holes were found in the tubing approximately 0.25 inches and 1.5 inches from the closed sleeve. Clear passage testing and clamp function testing were performed with no issues. Leak testing was performed and the device leaked from the damage to the threading and from the holes in the tubing. The reported condition was verified. The cause of the leak was determined to be the damage to the threading and the tubing but the cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.